Manufacturer narrative:
(B)(4) the device was returned because of a reported injury that occurred during clip placement. The device was inspected by engineering and met all inspection criteria. There were no reported device malfunctions during the procedure.

Event description:
On (B)(6) 2018, a (B)(6) male patient underwent a CABG/maze with laam procedure. The surgeon used the sizing tool to measure the left atrial appendage to appropriately chose the correct clip size for atrial occlusion. The clip size that was going to be needed was between 40 mm and 45 mm so an atriclip flex-v achv 45 mm was the choice. It was the first time the surgeon was using the flex-v and it took a few attempts to position the bends in the shaft of the device and rotation angle where the surgeon wanted them to be. While attempting to place the clip on the left atrial appendage, a small tear was noted. The surgeon put a suture in the tear which controlled the bleeding and prolonged the surgery by three minutes. The physician assistant present commented that the appendage was thick at the base and the fabric on the achv 45 mm clip made it difficult to slide the clip on the appendage. The surgeon then made a choice to use a atriclip ach245 for the appendage closure and had no further issues with atrial occlusion. The patient outcome was not affected. No reported device malfunctions.